Manufacturer narrative:
This event is still under investigation. A f/u report will be sent to the FDA once the investigation is completed.

Event description:
The customer reported that during a transport from the cath lab to the ICU, the unit was running on battery power, and shut off while in use on a pt. Subsequently the pt coded and died.